Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with slight ketones; cause was unknown. Customer administered a manual injection and drank fluids to address ketones and bg level. Customer declined further troubleshooting from tandem technical support and abruptly ended the call.